Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 40 mg/dl. The customer also reported other blood glucose values such as 100 mg/dl and 75 mg/dl. The customer also reported sensor anomaly. The customer uses auto mode. The customer did not experience any symptoms of low blood glucose value. The customer treated low blood glucose value by taking soda. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed functional testing including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep currents, active currents and selftest. Pump communicated properly with test guardian link transmitter. No auto mode anomaly noted during testing. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.